Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a left anterior descending coronary artery. A balloon leak was noted when pressurizing the balloon of the 2.75x48mm xience xpedition drug-eluting stent. The stent and delivery system were removed, and the stent was noted to be deformed. An unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.